Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2010: (B)(6). Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Procedure: laparoscopic hernia repair with mesh. Discussion: mesh size is 15 x 17 piece of gore dual mesh plus. Anesthesia: general. Complications: none. Specimen removed: none. Drains: none. Estimated blood loss: less than 40 cubic centimeters. Sponge, instrument, and needle count: correct times two. Findings: large umbilical incisional hernia involving the previous laparoscopic cholecystectomy incision. Preoperative note: this 47-year-old white female who underwent laparoscopic cholecystectomy some years ago has a slowly enlarging bulge that is becoming painful. Risks and benefits of the operation explained to the patient and her husband and consent was obtained. Description of procedure: ¿patient was brought to the operating theater and underwent general anesthesia and prepped and draped using chlorohexidine and sterile drape was applied. Access to the abdominal cavity was done with visiport technique. All layers were identified. Abdominal cavity was entered after piercing the peritoneum and pneumoperitoneum to pressure limit of fourteen was obtained. Two 5 mm left flank and 5 mm right flank trocar were then inserted all under direct visualization and 5 mm in size. Harmonic scalpel freed the adhesions and the incarcerated omentum was reduced from the hernia defect in the abdominal cavity. This was found to be hemostatic. The spinal needle was found of the abdominal wall and marked extracorporeally. This was measured to be 15 x 17 centimeters. Mesh was brought to the field, cut to size, and had stay sutures placed. It was brought through the 10 mm trocar site and unrolled smooth side down and rough side up. The spinal needle was found of the abdominal wall as the foy-smooth procedure suture passer brought the stitches extracorporeally in all four quadrants. The protacker then tacked the circumference every centimeter to secure the edge of the mesh to the anterior abdominal wall. The foy-smooth suture passer was used to place sutures every one to two centimeters after the abdominal wall was found with the spinal needle to localize the bleeding. This gave excellent plication where the stitches were secured spanning the myofascial aponeurosis in all areas. The d-dimpling occurred with a hemostat. The trocars were removed and found to be hemostatic and endoclose and 0 vicryl closured the 10 mm trocar site and skin incisions were closed using running monocryl and dermabond. Patient tolerated the procedure well. She was transferred to the recover room in stable condition.¿ (B)(6) 2010: (B)(6). Progress notes. Post procedure note. Surgeon/physician: (B)(6). Anesthesia: general. Pre-procedure diagnosis: incisional hernia with [illegible]. Post-procedure diagnosis: same. Procedure: laparoscopic incisional hernia with mesh. Drain/sheaths: none. Findings: hernia. Specimen removed: none. Disposition of specimen: none. Count correct: time two. Complications: none. Estimated blood loss: less than 40. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 06425565. W.l. Gore & associates. (B)(6) 2010: (B)(6). Intraoperative record. Implant record. Implants: item number: (B)(4). Manufacturer catalogue: 1dlmcp04. Quantity used: 1. Device type: implant. Expiration date: 09/02/2011. Device description: mesh dual hernia plus 15 cm x 9 cm 1dlmcp05. Manufacturer: (B)(6). Lot number: 06425565. Body site: abdomen midline. Quantity waster: 0. Returned to vendor? No. Miscellaneous implants: protack autosuture. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/06425565) was implanted during the procedure. (B)(6) 2017: (B)(6). Operative report. Preoperative diagnosis: abdominal pain, nausea, vomiting, incarcerated ventral hernia, previous hernia repair. Postoperative diagnosis: same. Procedure: exploratory laparotomy; reduction of ventral hernias times three and redo hernia repair times three and placement of provena [sic] wound vac. Anesthesia: general¿(B)(6). Procedure: ¿thep [sic] atient [sic] is taken to the operating room, placed supine on the operating table where adequate general endotracheal anesthesia is obtained and appropriate monitoring devices are placed. Abdomen is prepped and draped in the usual sterile manner. A midline incision is made through a previous scar and taken down through the subcutaneous tissue until hernia mesh is encountered. Mesh is gently opened and the bowel in bluntly dissected off of it without injurying [sic] the bowel and there is noted to be a large incarcerated hernia at the superior portion of the previous hernia repair and the bowel was reduced out of the area. There were several knuckles of bowel up in this hernia causing bowel obstruction but the bowel was viable. The hernia is completely opened down to the edges of the mesh and there is noted to be two other smaller hernias with loops of bowel up into them that pulled down as well. Then using 0 prolene the hernias were all reapproximated as they represent tears of the mesh and then the mesh is reclosed down the midline incorporating the hernia repairs in the closure. Once this is done with a running 0 prolene the wound is irrigated, then closed with staples and then a provena [sic] wound vac is put in place. The patient tolerated procedure well. Blood loss is minimal. Instrument and sponge count correct. This was an emergency operation and the patient is extubated in the operating room and taken to intensive care unit in stable condition.¿ there is no mention of gore device removal in the records. (B)(6) 2019: [missing records: records for operation performed on (B)(6) 2019 were not provided]. (B)(6) 2019: [missing records: first page of pathology report from (B)(6) 2019 procedure not provided]. (B)(6) 2019: [facility ni]. (B)(6). Pathology report. Accession number/specimen: (B)(4). Specimen type: surgical. Submitting doctor: (B)(6). Specimens received/description: a. Small bowel. Diagnosis: segment of small bowel (25.5 centimeters in length): 1. Segment bowel showing vascular congestion with marked chronic serositis with adhesions/fibrosis and focal areas of fat necrosis, clinically small bowel obstruction. 2. Negative for malignancy. 3. Single benign reactive lymph node. Comments: case reviewed along with clinical history and operative procedure note. The changes are consistent with inflammatory process and small bowel obstruction. Gross description: small bowel: received is a container of formalin labeled ¿(B)(6), small bowel¿. Received in container is a segment of small bowel which measures 25.5 centimeters in length and has greatest circumference of 3.7 centimeters. Both ends are closed with a line of surgical staples. Serosal surface tan to pink and demonstrate multiple adhesions. Mucosal surface is tan to green and demonstrates normal folding pattern. Attached to small bowel is an abundance of mesenteric fat. Cut surfaces reveal white to yellow necrotic plaque-like area which has over dimensions of 6 x 3.9 x 2.5 centimeters. No prominent masses or additional abnormalities grossly noted. Search for mesenteric fat reveal one possible lymph node. Representative sections submitted as follow: a1 ¿ representative sections taken adjacent to both lines of surgical staple. A2-a4 ¿ representative sections demonstrating necrotic area. A5 and a6 ¿ representative sections demonstrating grossly unremarkable small bowel. A7 ¿ one possible lymph node. (B)(6) reviewed case. Records span 02/22/10 to 04/11/19. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: h6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing record verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06425565. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2010 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: bowel entrapment necessitating revision/removal. Additional event specific information was not provided.